Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient's ipg stopped communicating with external devices. Surgical intervention was undertaken wherein the ipg was explanted.